Event description:
Patient presented to the physician with pain at the ipg site after undergoing a medical procedure unrelated to inspire. Physician brought the patient into the operating room, opened the incision, repositioned the ipg, and closed.